Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient reported drive line power fault alarm that had been occurring over three days. Patient called on-call vad coordinator (vc) with the alarm and vc told the patient to unplug driveline (dl) from controller and plug back in to clear that alarm while on phone. The patient disconnected and alarm cleared. Same alarm occurred the following day multiple times and patient unplugged and reconnected dl to clear the alarm; however, it was advised that the patient was mis-instructed because disconnecting the driveline should only be done at the hospital by a trained staff member. The patient was advised to go to the hospital to have device interrogated. Log file submitted revealed power b fault alarms. Modular cable and controller replacement may be required to potentially resolve the issue. While in the emergency room, there were reports of minor cosmetic damage to the jacket of the modular cable as well as a history of twisting. A modular cable and system controller exchange was successfully performed which cleared the alarms. No additional information provided. The referenced of the patient's modular cable exchange reported under MFR # 2916596-2021-05116.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed. The log files spanned approximately 1 days (15aug2021 to 16aug2021 and 23aug2021 per the timestamp). A driveline power fault activated throughout the log file due to a broken power b fault. When the alarm first activated on the log file, the current sense for a was ~0.252 and the current sense for b was ~0.001. The alarm resolved shortly after disconnecting the driveline on (B)(6) 2021 at 11:41 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6), was functionally tested and passed all steps without any issue. The controller was then connected to a mock circulatory loop for an extended period of time without reproducing the alarm. The controller functioned as intended during the analysis. The controller was connected to a test equipment with the returned modular cable and reproduced driveline power fault alarm which will be investigated under MFR# 2916596-2021-05116. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 08sep2017. No further information was provided. The manufacturer is closing the file on this event.